Manufacturer narrative:
(B)(4). Eval results: other - visual inspection of the returned product showed that the lens optic was torn and the one lens haptic was torn off. Surgical residue/debris on product. The cartridge was returned and visual inspection showed no visible damage to the delivery device. Complaints of this nature are being investigated under (B)(4).

Event description:
Surgeon implanted an aa4203tl toric silicone lens. The lens tore upon insertion into the eye. The lens was removed and replaced with another lens. No pt injury.